Event description:
Megadyne coated and protected bovie tip came in pack with covidien cautery pencil. Surgeon noted burn on patient's lip during tonsillectomy and noticed the megadyne tip does not seat completely into the covidien pencil, leaving an area exposed. New cautery pencil and tip opened, old pencil, tip, and machine sequestered to send to ce. Opened second pack from materials and the same tip and pencil were in there and also did not seat completely. Packs are purchased and come prepared from medline. Communication to all or staff to be mindful of this situation and to remove any pencils/tips that leave any exposure. Quality and safety notified, parents informed, surgeon to place wound care consult. Ethicon product pack not available until approximately 4-6 weeks. P and t procedure pack: pack reorder no: (B)(4) lot: 23cbw190, workday number: (B)(4), pack is created by medline, further evaluation of product underway. Reference report: mw5117836, mw5117837, mw5117838.